Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 13 in the patient's mouth, the implant fractured in type iii bone. The clinician reported a sinus infection and implant mobility in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.